Manufacturer narrative:
This report is submitted on february 22, 2018, (B)(4).

Event description:
It was reported the patient experienced extrusion of the implant. Explantation of the device is planned; however, it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.